Manufacturer narrative:
Product ID 3389s-40, lot# va0fbwl, implanted: 2014 (B)(6); product type lead product ID 3389s-40, lot# va0e6h5, implanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4), product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported the issue of infection was noted at the lead end cap site on the patient's right side. The patient was did not have an implantable neurostimulator (ins) site at that time as it was scheduled to be implanted on (B)(6) 2014. The patient instead had the lead removed on the right side.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0fbwl, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported that it was the implantable neurostimulator (ins) and both extensions that were explanted. Pathology confirmed 'gram and growth' and the patient was treated in the hospital with antibiotics. The patient was eventually brought back to be re-implanted bilaterally to the existing leads. Perioperative antibiotics were administered and the left side was implanted successfully. However, the right lead was found to be dehiscing and was subsequently removed. Cultures were taken and sent to pathology. The patient did not have meningitis and he was being tested for gram stain. The patient's symptoms included drainage, incisional wound opening, erosion, infection, bacteremia, redness, and swelling. The locations of these symptoms were listed to be the device pocket, right side implant, lead-extension connection, and extension. It was thus unclear as to where each specific symptom occurred. The patient would be brought back at a later date to have the right side re-implanted. No further details about the patient were known at follow-up.

Event description:
It was reported that eight weeks after implant, the patient got a staph infection. The patient had three weeks of intravenous (IV) antibiotics and the implantable neurostimulator (ins) was explanted ¿about one month ago.¿ the patient planned to have two small ins¿s implanted in the future. The patient was told that the risk of infection was less with two small ins¿s as opposed to one larger ins. The patient mentioned there was no infection at the lead implant site. Additional information was requested, but was not available as of the date of this report.